Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed by inspection from field service engineer.. A root cause could not be identified. Based on the results of the investigation, it is likely the test pattern was visible due degraded printed circuit board. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had presence of the test pattern. The issue had occurred during inspection for use. There was no report of patient involvement.